Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) spoke with the perfusionist (ccp) over the telephone to troubleshoot. The fsr prompted the ccp to test the cooler heater unit so he could get an idea what might be wrong with it. The flow issue reported was cardioplegia (cpg) flow, not patient circuit flow. The fsr asked the ccp to turn on cpg pump and check all three speeds. As he did, the ccp told the fsr a bunch of bubbles appeared in the small tank and now there seemed to be sufficient flow. The unit has been sitting idle for a couple days since the flow problem was reported. The fsr thinks it was just an air pocket in the cpg section that caused the problem after it was refilled. The fsr told the ccp to test the unit over the next day or two and to call the fsr back if he thinks there is a problem. Follow-up with the perfusionist (ccp) on (B)(4) 2014, he stated they let the cooler heater unit sit overnight and the next day when they came in, the unit was working fine. They are using the unit and they have informed the fsr that he does not need to come out for a repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist (ccp) drained and cleaned the cooler heater unit. Afterwards, he noticed there was no cardioplegia flow. There was no patient involvement.